Event description:
Pt was treated in 2004. Pt developed blisters on the right side of the face a few hours post treatment. Thermage was notified of event on that day. Status of most current follow-up; 04/2004. The blisters have developed to scars in the right side of face. The dr used duoderm and also kligman formula cream for redness and antibiotic ointment. The doctor referred pt to burn center.